Event description:
It was reported that during surgical procedure on (B)(4) 2012, the surgeon felt the liner was loose within the cup and failed at several attempts to lock the liner in place. Locking ring was removed and surgeon attempted to lock the liner outside of the patient, but this failed as well. Surgeon turned the locking ring upside down (180 degrees) and it clicked into place. Due to his many attempts, the surgeon decided to use a new locking ring, turned it upside down, and clicked it into place with the original cup. Surgery involved a delay of 90 minutes.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Manufacturing history shows no deviations or abnormalities. No similar complaints have been received for this item/lot number. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.